Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed, and the reported customer complaint was confirmed and replicated. Visual inspection revealed that the sterile adapter's front spring pin had broken off. When installed on a golden system, the unit showed intermittent sterile adapter engagement issues due to the broken pin. However, when tested on a patient side cart fixture test platform (pftp), the unit passed all relevant functional tests (oled test, servo test, preload motor health check, brake spec test, brake repeatability test, instrument engage spline, sine cycle, smoothness test, friction test, friction high-speed sweep, and backlash test). The probable root cause is attributed to mechanical failure of the sterile adapter spring/presence pin on psm, which fractured and caused instrument engagement issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the psm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) called in and stated she received a call from the operating room (or) staff that the patient side manipulator (psm2) had a missing tab, and they elected not to use the da vinci system. The fse did not have any additional information. Subsequently, the surgeon called in to report that instruments were not engaging on the psm2, and they observed that the black pins were broken on the psm2. With the patient already having an incision, the surgeon was unable to proceed with only three psms. At this time, it is unknown how the procedure was completed. No known impact or patient consequence was reported.